Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device appears to be related to user technique. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report foreign body, entrapment, medical intervention it was reported that this was a mitraclip procedure to functional treat mitral regurgitation (mr) with a grade of 4. The first clip (81129u201) was successfully deployed. A second clip delivery system (cds 90629u170) was advanced to the mitral valve, and the clip grasped the leaflets fine. The mr was not sufficiently reduced, and an attempt was made to change grasping positions. However, when the clip opened, the gripper became caught on the leaflet. Specialists helped with troubleshooting to free the second clip, but failed. Therefore, the second clip was deployed in unintended location. A third clip was deployed to stabilize the first clip and further reduce mr. Three clips were implanted, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.